Event description:
The device was used during a thorax procedure. Reportedly, the staples did not form properly and there was tissue trauma. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.